Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous arteriovenous fistula. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. The balloon was initially inflated to 4 atmospheres for 1 minute. However, during the second inflation, the balloon ruptured at 6 atmospheres after 1 minute. The device was removed without any problems, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.